Manufacturer narrative:
The investigation into the access site bleeding major issue has been completed. The device was not returned for investigation. Based on the clinical information provided, the root cause of the access site bleeding was most likely due to lack of vessel recoil since all the practices have followed correctly with no abnormalities and yet bleeding was observed from repositioning sheath.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and 4643apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after the implant, the impella repositioning sheath continued to have significant bleeding. A femstop was placed, and it was monitored. Ultimately, there was still oozing at the site and the impella was explanted. The patient was reported as stable.